Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customers reported via phone call that customer were hospitalized due to high blood glucose and diabetic ketoacidosis (B)(6) 2022. Blood glucose reading was over 350 mg/dl at time of hospitalization. Current blood glucose was 180 mg/dl. Customer had a symptoms like increased thirst, nausea and vomiting. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with insulin pump and insulin infusion. Auto mode feature was not active at time of event. Customer lost the transmitter. No further patient complication were reported. Device will not be return for further analysis.

Event description:
The customer reported via phone call that they were admitted to the hospital on (B)(6), 2022 at 10:00 for two days due to hyperglycemia and diabetic ketoacidosis. Blood glucose at time of the event was 350 mg/dl. Symptoms that were reported with the event included feeling tired/weak, an increased thirst, nausea and vomiting. Ketone test was done but customer did not know results. User was treated with intravenous insulin drip. Customer also mentioned using the insulin pump as treatment. Blood glucose at time of the call was 180 mg/dl. Customer stated they had a high blood glucose since (B)(6), 2022. The customer also reported a scarring issue may have affected the delivery of insulin. User stated there was no bending of the cannula. Customer reported that after the hospitalization they lost the transmitter. Transmitter was replaced. Auto mode was not in use. The insulin pump is not expected to return.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.